Manufacturer narrative:
Unit was received with operating currents within specifications and passed self-test. However, unit was received with missing retainer and reservoir tube lip o-ring. Unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor, and displacement test due to physical damage to insulin pump. Detailed trace analysis confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received recurring power error detected alarms. The alarm recurred within every 4 hours. Customer's blood glucose level was 11 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.